Event description:
It was reported that the patient experienced heart failure and acute kidney injury. After a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter the patient was admitted to the hospital with heart failure and acute kidney injury. The patient's blood levels were rising and falling for two days. Fifty-two ablation applications in the left atrium were performed to pulmonary vein isolation and posterior wall isolation. The patient had heart failure at basline with normal creatinine levels estimated glomerular filtration rate (egfr) prior to ablation, but creatinine increased post ablation and stable at 1.06 and egfr dropped to 51 post-ablation. The patient was stable after the procedure and is being treated for the acute kidney injury and heart failure. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced heart failure and acute kidney injury. After a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter the patient was admitted to the hospital with heart failure and acute kidney injury. The patient's blood levels were rising and falling for two days. Fifty-two ablation applications in the left atrium were performed to pulmonary vein isolation and posterior wall isolation. The patient had heart failure at basline with normal creatinine levels estimated glomerular filtration rate (egfr) prior to ablation, but creatinine increased post ablation and stable at 1.06 and egfr dropped to 51 post-ablation. The patient was stable after the procedure and is being treated for the acute kidney injury and heart failure. It is unknown if the device will be returned for analysis. It was further reported that the patient received saline after the procedure as part of treatment. Blood draws for lab analysis were also performed, but no additional information was provided regarding patient treatment. No fluid bolus was given during the procedure, and the patient's atrium was noted to be dilated. The patient was discharged from the hospital two days after the procedure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Additional information was added to blocks b5, e1, e2, e3 and h6 impact codes.